Event description:
It was reported patient has been indicated for revision due to femur fracture. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10: pn: cp115759 ln 0077630 9x25mm 400lb shrt cps spdl. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. Once the investigation has been completed, a follow-up MDR will be submitted.